Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited intermittent atrial undersensing on electrograms. It was also noted that the p-wave size had decreased. The lead remains in use. No patient complications have been reported as a result of this event.